Manufacturer narrative:
As reported by the study, this patient intially presented for elective treatment of a 57% de novo lesion in the mid right coronary artery (rca) of 20.31mm in length in a 3.48mm vessel diameter. The (b2) eccentric was ostial and diffused. Pre-procedure medications included aspirin 100mg/day, nicorandil 1mg/day and isosorbide dinitrate 1/day. Intra-procedure medications included heparin 8010 unites. The femoral approach was chosen for the procedure. Pre-dilation was conducted with a 3.0x10mm balloon at 8 atmospheres (atm) before deploying a 3.0x28mm cypher stent at 18 atm. Post-dilation was conducted with a 3.0 x 28 mm balloon at 18 atm. Balloon at 18atm. The residual diameter stenosis measured 26%. Tmi iii flows were recorded pre and post-procedure. Intravascular ultrasound (ivus) was conducted. There was no problem regarding this implant and the products. Post-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day, nicorandil 1mg/day and isosorbide dinitrate 1/day. The patient had follow up at a different hospital and there was reportedly no problem regrading the product. Approximately 13 months after the procedure, the patient expired, most probably from a brain infarction. An autopsy was not performed. The physician commented that it is highly likely that the reason for the death was brain infarct, but it could not be fully determined that it was not cardiac related. Please not this product (lot no. I0904073) is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted whitin 30 days upon receipt.

Event description:
Thirteen months after precutaneous coronary intervention (pci) the patient expired. The cause could not be determined.